Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the left hand side frame is broke at the back weld where the back cane meets the bottom rail of the chair. The dealer added the upholstery is sagging.